Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer replace the infusion set, and cartridge, which resolved the issue. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provided any further information regarding the issue.